Manufacturer narrative:
Additional information received; it was reported that a type ib was also identified on imaging and that the migration was noted secondary to sac regression and associated aortic remodeling. It was reported that the patient received treatment with extension with an additional stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was admitted into hospital on (B)(6) 2017 and received a relining of the right limb. It was reported the patient was discharged on the same day. A follow up cta taken (B)(6) 2017 showed no endoleak and the ae was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the right iliac at the seal zone was 20.3mm. The landing zone in the right iliac was 25.7mm in length. It was noted that there was moderate/severe tortuosity in the right iliac aneurysm. It was reported that a 21mm proximal migration of the right limb was noted. The cause of the migration could not be determined. No treatment was performed. No clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.